Event description:
It was reported that during a meniscus repair, two (2) fast-fix failed. The suture of the first fast-fix (B)(4) cut by itself when surgeon tighten the knot construct, so surgeon had to cut and remove the first implant using punch. The procedure was completed with a s+n back up device. Patient current status is ok. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - impact code¿ h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of suture specifications found the suture is required to be accompanied by a material certification of analysis for each lot used. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair, two (2) fast-fix failed. The suture of the first fast-fix cut by itself when surgeon tighten the knot construct, so surgeon had to cut and remove the first implant using punch. The procedure was completed with a s+n back up device. Patient current status is ok. There was a non-significant delay and no further complications were reported.